Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient is experiencing mom complications (left). Additional information received on 05/22/2024 by legal department: allegedly, on (B)(6) 2007 plaintiff had an artificial hip implanted in his left hip in what is known a total hip artoplasty or "tha". He was implanted at cedars-sini medical center. On (B)(6) 2017, plaintiff had a second revision of his left hip to address recurrent dislocations. The acetabular component and femoral head were again removed and replace. Products implanted in the second revision surgery: product ID: 38ch4000, conserve® total 40mm bch® femoral head, lot: 1601879, qty: 1 product ID: 38ns0700, conserve® total x-long neck sleeve, lot: 1485986, qty: 1 biomet g7 osseoti acetabular multi hole shell size h, 62mm biomet g7 acetabular screws [two] biomet g7 acetabular liner +5mm; 40mm on june 09, 2023, plaintiff at this home in (B)(6) sitting down, putting a shoe on his left foot, when he suddenly felt and heard a "pop" in his left hip. He was then unable to move his left leg without pain. He was unable to stand or walk. On (B)(6) 2023, dr performed revision surgery on plaintiff's left hip. Dr found modular neck fractured, the distal part of the fractured modular neck was imbedded in the profemur femoral stem; and, the profemur® stem was well fixed. Removal of the femoral head with the modular neck, removal of the stem, removal, and replacement of the biomet liner, implanting a new smith and nephew femoral stem and new biomet femoral head. Products implanted in third revision surgery: smith nephew femoral stem biomet femoral head